Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii catheter defective / damaged / deformed broken and cracked indwelling needle

Manufacturer narrative:
1. As described in the follow-up information: the catheter was damaged after puncture, and no relevant photo and sample were returned. 2. DHR/bhr review lot#4109419 1-the products of this batch were assembled at intima ii auto line 4 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Take the retained sample of this batch for relevant functional tests: lie distance test, penetration force (including needle tip penetration force, catheter tip penetration force and catheter drag force) test. The test results show that all meet the product specifications. 4. According to the experience of previous market visits, it is recommended that: insert the needle at 15°~30°, after seeing the blood return, lower the angle to 5°~10° to continue send the needle, do not withdraw the needle core prematurely, and do not multiple punctures. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): as no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, no relevant sample is returned, and the catheter breakage occurred after the puncture, it cannot be confirmed that the catheter breakage is related to the quality of the product.

Event description:
No additional information provided.